Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The device was post-paced t-wave oversensing on the ventricular lead. Occasional farfield r-wave oversensing was also noted on the atrial channel causing several inappropriate auto mode switches. Programming changes were made.